Manufacturer narrative:
Fowler, internal bushing.

Event description:
It was reported by service report that the fowler could not be raised or lowered. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.